Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8080269. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked blood at the septum. The following information was provided by the initial reporter, translated from chinese to english: "the nurse opened the package of the indwelling needle and carried out puncturing according to the normal procedure. After successful puncture, the blood quickly reached the end of the indwelling needle and spilled out. The nurse pulled out the indwelling needle and reported the case" "the leaking part is the location of the septum".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked blood at the septum. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse opened the package of the indwelling needle and carried out puncturing according to the normal procedure. After successful puncture, the blood quickly reached the end of the indwelling needle and spilled out. The nurse pulled out the indwelling needle and reported the case". "The leaking part is the location of the septum".